Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign matter clogging the air/water nozzle appeared to be a white plastic material but otherwise could not be identified. A definitive root cause of the issue could not be determined, as there was no device deformation observed that could contribute to the retention of foreign material and the facility device reprocessing was confirmed to have been implemented in accordance with the IFU, however, the issue was likely the result of user handling/ insufficient device reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed. In addition to the foreign debris found in the air/water nozzle, other evaluation findings are as follows: the light cover glasses were chipped; there was blockage evident in the outlet pipe; the distal end adhesive was lifting; the down and right bending angles did not meet specifications; and the water removal was also not to specification. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported the channels of the evis lucera elite colonovideoscope were blocked. This was found during maintenance. There was no report of patient harm. The device was returned, evaluated, and a foreign debris was found protruding from the air/water nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.